Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not yet available.

Event description:
Related manufacturer reference number: 2017865-2019-06266, related manufacturer reference number: 2017865-2019-06267, related manufacturer reference number: 2017865-2019-06270. It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown.

Event description:
New information received on 05/01/2019 indicating that the cause of death was anuric renal failure, end state heart failure, ischemic cardiomyopathy, atheroschleortic heart disease.